Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was ¿having a issue with my pump¿. It was noted that for the prior few days the patient¿s pain and spasticity had increased dramatically. It was reported that the patient felt like they were living in a ¿fog¿, with lots of confusion and the patient ¿don¿t remember having been you¿. It was noted that the patient was concerned that perhaps the catheter tip had fallen out of its normal position again. It was reported that this had happened on 2 other occasions. It was noted that the patient¿s symptoms were a huge increase in pain, spasticity and ¿feeling like I am in a fog¿. It was reported that this had happened on two other occasions. It was noted that the patient is also dragging their left foot. It was reported that the patient was doing much better one week prior. It was unknown what drug the pump was infusing at the time of report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).